Event description:
It was reported that during a transanal endoscopic micro-surgery (tem's) procedure, prior to usage, the device was tested as usual. The device was then used on the patient for 5-10 minutes with no problem. While the device was being activated, the generator issued an error code 5. They cleaned the jaws and carried on. The surgeon then reported that the blade detached itself from the jaws and was visibly seen in the patient's tissue. It was then removed and the patient was unharmed. According to the surgeon, the device did not come into contact with any metal or bone during this procedure within the rectum. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): added additional information. The device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.